Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided kidney biopsy through normal density tissue, the sheath allegedly failed to fire. No coaxial needle was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to be clean. The device was returned half primed with the top slide pulled back, no anomalies were noted to the device. On functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation for the reported failure to fire is unconfirmed as the device was able to prime and fire properly samples were obtained with no issues. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided kidney biopsy through normal density tissue, the device allegedly failed to fire. No coaxial needle was used and the procedure was completed using another device. There was no reported patient injury.